Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported an unspecified bd oral syringe¿ is difficult to accurately read once filled with liquid. Verbatim: the concern: "these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific".

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. No root cause can be determined as no samples were received.

Event description:
It was reported an bd syringe oral¿ 1ml amber is difficult to accurately read once filled with liquid. Verbatim: the concern: "these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific".

Event description:
It was reported an bd syringe oral¿ 1ml amber is difficult to accurately read once filled with liquid. Verbatim: the concern: ''these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific".

Manufacturer narrative:
The following fields have been updated with additional information that has been received: medical device brand name: bd syringe oral¿ 1ml amber. Medical device manufacturer: becton dickinson medical systems ¿ canaan, CT / 06018. Medical device catalog #: 305207. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson medical systems ¿ canaan, CT / 06018. PMA / 510(k)#: exempt.